Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; a thorough evaluation of the lead was performed. Analysis did not confirmed allegation as evidence from the field and product analysis were insufficient. Further, visual inspection revealed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint lead, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to disldogement. No additional adverse patient effects were reported.